Manufacturer narrative:
Follow-up #1 (1/5/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to the set up mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011. In addition to oral medication (5mg of glipizide), the patient stated she also manages her diabetes with diet and/or exercise. Thirty minutes prior to the start of the alleged issue, the patient indicated she consumed half the dosage of her oral medication. It is unclear, however, what action (if any) the patient took in response to the reported meter issue. According to the csr's documentation, two hours after the alleged issue occurred the patient reportedly developed a symptom of sweating. However, the patient denied receiving any medical intervention/ treatment after the reported meter issue began. During troubleshooting, the csr noted that there was no misuse of the lfs product, the patient was not using the subject meter for the first time, and the alleged issue occurred after the patient replace the subject meter's battery. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.